Manufacturer narrative:
The main component of the system and other applicable components are: product type: lead, product ID: 3889-28, lot# v926979, implanted: (B)(6) 2012-, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information from the patient reported that it was discovered that the lead was not attached and it was causing the feelings of no stimulation, shocking and return of symptoms. The patient stated that the lead worked its way loose and they had surgery to attach it. Information reasonably suggests that the lead was replaced and follow is being done to confirm the issue.

Event description:
A patient reported that their device had been helping their symptoms, but the patient no longer felt stimulation when they made increases. Their frequency symptoms were no longer being helped, since (B)(6) 2016, and they were getting up 3 times or more at night. They had 2 episodes of feeling a shock when they bent over in (B)(6) 2016. The patient did not feel stimulation and therapy was on program 2 at 6.05. The patient had a CT scan that may have been related to the issue. The CT scan was the day prior to the report and was for lung cancer. There were no falls or traumas to report. It was noted that the patient felt stimulation when they changed it back in august. The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.